Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted bubbles in the dispense probe lines during wash probe prime. The fse replaced the wash valve rotor, stator and seal. The fse then primed again and noted no further bubbles. The system was verified with a 20 replicate troponin precision run with wash buffer; all results were <0.02 ng/ml. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, although no one part can be implicated as the sole contributor in this event, there is sufficient evidence to reasonably suggest a hardware malfunction of the replaced wash valve components was the cause of the non-reproducible access accutni+3 results. (B)(4). All mdrs associated with this report: 2122870-2016-00124; 2122870-2016-00139.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for two (2) patients. This report addresses the elevated access accutni+3 results generated on (B)(6) 2016. An elevated sample from a second patient (designated as patient 2) generated an elevated result, above the assay's normal reference range. The sample was repeated on the same access 2 immunoassay system and a higher result, still above the assay's normal reference range, was obtained. The sample was aliquoted into a sample cup and was repeated twice, both results were above the assay's normal reference range. The sample was repeated again in triplicate, on the same access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. The sample was also tested on an alere triage meter and a lower result, within the assay's normal reference range, was obtained. A second sample (designated as sample 2, patient 2) was tested five (5) times on the same access 2 immunoassay system and imprecise results, both above and within the assay's normal reference range, were obtained. Mdr2122870-2016-00124 addresses the elevated access accutni+3 results generated on (B)(6) 2016. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. A precision run performed by the customer with level 1 accutni+3 did not recover within published performance specifications. The patient samples were collected in green top tubes and were centrifuged for three (3) minutes at in a stat spin centrifuge at an unknown speed. No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.